Manufacturer narrative:
Medical device expiration date : unknown. Device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be duplicated or confirmed and the root cause is undetermined. CAPA/sa - based on the investigation, no additional investigation and no CAPA/sa are required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 4 bd pen ndl 32g 4mm had needles where outer cover does not attach and leaked. The following information was provided by the initial reporter :   it was reported by the consumer that the pen needles are not connecting to the insulin pen and causing leakage.